Event description:
On (B)(6) 2012, routine device check, chronic high rv threshold. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).